Event description:
The hcp reported that the patient was in the intensive care unit and had a possible silicone allergy or a possible infection. The drug in the pump is morphine. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.